Event description:
It was reported that the pt could not adjust stimulation, despite trying multiple sets of new batteries. The pt believed all four lights were coming on and staying on, but couldn't recall exactly. The pt programmer passed the self test after putting in new batteries and the pt was able to turn on stimulation. The programmer's implantable neurostimulator (ins) light was blinking, indicating that the ins battery was low. It was reported that the ins had been checked with a clinician programmer on (B)(6) 2011 and the pt was told "everything was working fine." It was also reported that the pt fell out of a wheelchair and fell on his knee. After that the pt stopped feeling stimulation. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).